Event description:
Received information stating customer's load fill estimate was inaccurate. Reportedly, it is unknown customer's blood glucose was impacted.

Manufacturer narrative:
Additional reported information indicates customer may have overfilled the cartridge. No product returning for evaluation. Should new information become available, a follow up report will be submitted.